Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and said since speaking with pats they contacted doctor's office and they said to either call their regular pain doctor or call representative. Pt says they have an appointment with pain doctor next wednesday and "I don't know who I am seeing". Reviewed that hcp listings can be sent, or they can call hcp office where they will be seen. Pt says they love their implant and want to get it changed out. Pt repeated that they have had an scs implant for the past 23 years.

Manufacturer narrative:
Concomitant medical products: product ID 37714 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostim ulator product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID 37714 lot# serial# (B)(4) implanted: (B)(6) 2 015 explanted: other relevant device(s) are: product ID: 3708340, serial/lot #: (B)(4) ubd: 09-mar-2010, UDI#: (B)(4) ; product ID: 3708340, serial/lot #: (B)(4) ubd: 09-jan-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 10 years prior or so, they had pulled a wire loose from their implant "or something".  They couldn't recall any details since it was so long ago.  No symptoms reported.